Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous ostial left internal mammary artery (lima). Following the insertion of a 6fr guide catheter and advancement of a .014 guidewire, pre-dilatation was performed with a 3.5x12 balloon catheter. A 5.00mm x 16mm liberte stent was then advanced to treat the target lesion. However, during withdrawal, it was noted that the proximal portion of the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.